Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that noise and an aborted shock were observed. Clavicular crush was suspected. The lead was explanted and replaced.

Manufacturer narrative:
Internal insulation abrasions were noted at 10.7-11.3cm and 17.8-19.1cm from the tip electrode. The etfe coating was intact at these locations.